Manufacturer narrative:
This supplemental is being submitted to include additional information received. The following sections have been updated: b1, b2, b3, b5, g3, h1, h6. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported that before a therapeutic stone removal the customer checked the devices' wireless footswitch due to problems pairing with the laser. The error 139 appeared saying that the pairing time had been exceeded. After several attempts, the switch was successfully paired. The procedure was cancelled and rescheduled for the next day. The patient was under general anesthesia. The procedure was successfully completed the next day with the same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument could not properly configure the wireless foot pedal for the system. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is traced to a device design, specifically design deficiencies that led to footswitch pairing issues. This supplemental report includes information . Olympus will continue to monitor field performance for this device.